Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided in section describe event or problem with this report. (B)(4).

Event description:
It was reported that customer was of insulin pump for over 48 hours at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 200 mg/dl. Customer was not able to use the insulin pump since yesterday. Customer also stated that insulin pump did not turned on and they lost the battery cap yesterday when they was changing the battery. The insulin pump will not be returned for analysis.